Event description:
Caller reports that during a correlation study the following coaguchek xs pro/laboratory results were obtained: 2.3 inr/1.8 inr, 2.4 inr/1.9 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. On (B)(6) 2012 the following additional correlation study data were received for coaguchek xs pro/laboratory results: 2.9 inr/1.5 inr 7.2 inr/5.5 inr 4.2 inr/3.0 inr 2.3 inr/1.8 inr 2.4 inr/1.9 inr 3.8 inr/2.3 inr 2.3 inr/1.8 inr 4.1 inr/3.1 inr 3.7 inr/5.1 inr no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Caller reports that during a correlation study the following coaguchek xs pro/laboratory results were obtained: 2.3 inr/1.8 inr; 2.4 inr/1.9 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The information inputted is for patient 1. Patient 2 weighs (B)(6). The medications listed are for patient 1. Patient 2 takes lovenox and coumadin. It was unknown if the initial reporter sent report to the FDA. Correction. The returned product that was previously reported was for unopened vials which means that they could not have been the product used during the event.

Manufacturer narrative:
The information inputted is for patient 1. Patient 2 weighs (B)(6). The medications listed are for patient 1. Patient 2 takes lovenox and coumadin.